Event description:
It was reported that the patient was in hospital due to issues unrelated to the device. The patient experienced chest pain. Upon interrogation, loss of capture was noted. Chest x-ray revealed that the lead had migrated into the epicardial tissue and dislodged. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.